Manufacturer narrative:
.

Event description:
It was reported that a physician¿s handheld was not working. The handheld had a note that said ¿not working (B)(6) 2015.¿ the physician could not provide any specifics on what was meant by the handheld not working. The programming wand was verified to work with the new programming tablet. There was no notification of patients¿ therapies being affected. It was confirmed that the physician had an additional programming computer, so no patients were affected. The physician¿s handheld and programming software were both returned for product analysis to be performed. No anomalies were identified with the handheld during testing, and no anomalies were identified with the flashcard software or database during analysis. Both the handheld and the programming software performed according to functional specifications. The applicable serial cable and ac adapter were not returned for analysis. No further relevant information has been received to date.